Event description:
The manufacturer received information alleging a service required alarm condition occurred indicating a pressure sensor mismatch. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module, machine flow sensor and solenoid valve will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required alarm condition occurred indicating a pressure sensor mismatch. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module, machine flow sensor and solenoid valve will be replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.